Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing, which resulted in false detection of atrial fibrillation (af). The caller was informed of adjustable settings on the device to remedy the issue. The icm remains in use. No patient complications have been reported as a result of this event.